Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's father reported receiving a button error alarm on the insulin pump. Customer's father stated that the insulin pump may have recently been exposed to pool water. Blood glucose level was 102 mg/dl at the time of the call. No further information was provided.